Event description:
It was reported that the femorally inserted catheter was used for hemofiltration for 2 weeks in the ICU. "The pt was restless and pulled on the catheter. The blue suture ring wing remained attached to the skin and the catheter slipped through the suture wing and out of the femoral vein. The catheter was attached to an extracorpeal circuit when this incident occurred and blood loss from circuit was about 225 ml. Other than blood loss, pt did not have any adverse events related to this incident."